Event description:
In 2008, the customer reported an ipump that failed incoming inspection testing. The device failed the downstream occlusion pressure testing twice after being received from baxter. The facility's biomedical engineering technician (bmet) performed the incoming inspection testing using the product manual provided by baxter. The device was not used for pt therapy.

Manufacturer narrative:
Device evaluation: a baxter service technician evaluated the pump on site. A functional test was performed on the pump. The pump's pressure/down stream occlusion was 35.9 psi which are outside the recommended specification of 22 +/- 10 psi stated in the service manual. The reported condition was confirmed. The pump was sent to baxter's product analysis laboratory for further evaluation. A follow up report will be submitted. Should the results become available. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.